Manufacturer narrative:
(B)(4).

Event description:
Follow up information received indicated, the patient was to have their neurostimulator system removed and replaced with a pump system. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a shocking or jolting sensation following a car accident. Impedance measurements were done and almost all bipolar pairs were greater than 4000 ohms. A surgical revision may be necessary. Additional information has been requested, but was not available as of the date of this report.